Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical assessment: a sixty-eight-year old male patient with pulmonary hypertension and ischemic cardiomyopathy, previously known coronary artery disease and a coronary artery bypass graft in 2019. Patient presented with shortness of breath and had been treated a week prior because of chronic heart failure. Patient had increased lactate, hyperkalemia and showed signs of cardiogenic shock. Due to increased signs of shock, patient was transferred for an impella 5.5 insertion and evaluation of extracorporeal life support via veno-arterial extracorporeal membrane oxygenation (va ECMO). Insertion of impella 5.5 device was performed with vascutek gelweave graft anastomosed to artery. Heparin bolus was given to achieve activated clotting time (act) >250 and impella 5.5 was backloaded onto wire and inserted 4.7cm below the aortic valve under transesophageal echocardiogram guidance. While in the operating room after placement of pump, patient ventilation was lost - possibly due to mucous plug and required one round of cardiopulmonary resuscitation. Position of pump evaluated and deemed optimal by echo. Due to the difficult anatomy of brachiocephalic trunk, optimal access to left ventricle was lost and pump was removed. Due to the length of time the pump was out of the body after previously having been placed, healthcare professional chose to replace pump with new impella 5.5. Patient experienced a pump speed regulation after coughing, no hemodynamic instability was noted. Additionally, bleeding from jp site was noted and heparin was stopped and exchanged for bicarb in purge. Automated impella controller alarm for air in the purge system de-airing process was followed several times by hcps without being able to resolve the alarm. Company team was called and advised to perform a purge cassette change, this was not possible as the automated impella controller did not let them advanced beyond the prompt of inserting the purge disk, even though it is snapped in correctly. There is not evidence of the pump recognizing it. Automated impella controller (aic) to aic transfer was recommended. Patient successfully weaned after one month on support, this is beyond the recommended support time of 14 days. Impella support was continued beyond the recommended 14 day duration, prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Engineering assessment: on day 9 of impella 5.5 support, there was an issue with the purge cassette and automated impella controller (aic). The aic alarmed for air in the purge system and staff followed the guided de-air process on the aic several times without resolution. The purge tubing was checked and no kinks were present. The decision was made to replace the purge cassette with a new one. During the purge cassette exchange, there was an issue with the automated impella controller (aic) detecting the disc of the new purge cassette. The staff called abiomed support, stating that the aic would not let them advance beyond the prompt of inserting the purge disc even though it snapped in correctly. An aic to aic transfer was recommended and successfully preformed. There were no further mentions of these respective product issues with the new aic and purge cassette. During impella 5.5 support, there were placement signal issues. Approximately two days into support, on (B)(6) 2025, a placement signal not reliable alarm occurred after the patient had a coughing spell. The motor current remained unchanged and the patient was hemodynamically stable. Impella placement was deemed satisfactory via echo imaging. The following morning, the abiomed represented discussed the placement signal issue with the staff, noting that the motor current was pulsatile and good flows at 4.0 l/min. It is unclear whether there was an active placement signal not reliable alarm at this time, or the discussion was in reference to the previous occurrence. On (B)(6) 2025, it was stated that the placement signal no longer works. After the automated impella controller (aic) transfer, the placement signal returned. There was no further mention of this issue.

Manufacturer narrative:
Additional information confirmed the event date as november 14, 2025, as initially reported. Correction. B6 (tests/lab data including date) and b7 (medical history) fields were updated accordingly.